Event description:
It was reported that the patient's implantable cardiac monitor (icm) was under-sensing and failed to store the patient's intracardiac electrogram (egm) episodes. No intervention has been performed. There were no patient consequences.